Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that there was an 'acid pump no eos' alarm/message that occurred during dialysis mode. There was no patient involvement. The bmt stated the concentrate pump was making noisy sounds, and the bmt smelled a burning smell coming from the device. The bmt noticed a semi-conductor was burned on the actuator-test board. The bmt swapped the actuator-test board and the problem resolved. Technical support provided p/n 191203-232 to the bmt for the actuator-test board. Additional information was requested, however to date has not been provided.